Event description:
On (B)(6) 2012, this patient with aortic stenosis and mitral regurgitation underwent a double-valve replacement procedure at hyogo brain and heart center. A 27mm epic valve was implanted in the mitral position and a 21mm non-sjm valve was implanted in the aortic position. In (B)(6) 2014, follow-up echo reported no issues. On (B)(6) 2015, the patient presented to (B)(6) with fatigue. Hemolytic anemia was confirmed. On (B)(6) 2015, the patient was once again referred to hyogo brain and heart center. A detailed examination and echo were performed; at this time the patient was diagnosed with anemia and mitral regurgitation due to structural valve deterioration. On (B)(6) 2015, the patient was hospitalized, and due to worsening anemia a blood transfusion was warranted. The patient developed acute heart failure and on (B)(6) 2015 required re-do surgery to explant the 27mm epic valve. A 25mm non-sjm valve was implanted in the mitral position and the aortic valve remained implanted. Ex vivo, a cusp of this epic valve was found detached from the commissure between a3-p3 along the stent post. The patient is stable postoperatively.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded cusp 2 contained a tear and perforation. There was a thin layer of fibrin on all cusps. Special stains were negative for organisms, and there was no acute inflammation or significant calcifications. There was no evidence found to suggest the cause of the fibrin, perforation, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).